Manufacturer narrative:
Concomitant medical product: 9735762 version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that after registering multiple times, the registration was still inaccurate. The surgeon proceeded with the use of navigation. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating the inaccuracy was 1-2 millimeters. It was noted 3 point touch registration was used near the end of the procedure with accurate results.

Manufacturer narrative:
During software analysis, logs and archive were reviewed but provided insufficient information to determine root cause of the re ported behavior. Unable to assess navigation accuracy. 3 successful registration attempts of 1.7mm, 2.0mm and 2.4mm. Scan includes limited anatomy with trace patterns of good coverage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a system checkout was performed and no fault was found and the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.